Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned. It should be noted, the customer's meter's serial number is inconsistent with our meter serial numbers. If the device is returned the correct serial number will be included with the follow-up report.

Event description:
Customer reported a problem with her freestyle flash blood glucose meter. She reported experiencing the following symptoms: "felt lightheaded, funny feelings in her legs, felt sweaty, chilled". She went to the doctor's office and was diagnosed/treated for dka (diabetic ketoacidosis). She also reported the doctor "gave her two types of pills, however the customer declined to give out her info about her treatment. To counteract the event the customer reported "eating walnuts, raisins, almonds, and extra protein", which is not consistent with dka treatment. There was no report of death or permanent impairment associated with this event.